Event description:
We have encountered an issue with the covidien force triad electrosurgical unit where the ribbon cable to the power supply board was burnt. A pt was not involved in the damage of this unit, but when our technician contacted covidien, they were told there is an upgrade available at no charge. They are not calling it a recall and there is no internal documentation available regarding the upgrade so they say, but this does have the potential to happen again during a procedure on a pt. (B)(4). Thank you in advance.